Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely that there was no air movement due to the clogged nozzle. The nozzle was clogged with an unknown material. Since the foreign material could not be identified, the root cause could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
During the device evaluation, the flex video scope was observed to have a clogged nozzle with an unknown material. There was no patient involvement.